Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient presented with an anterior myocardial infarction and ventricular fibrillation. An impella cp was implanted and percutaneous coronary intervention was performed for the left anterior descending artery. A suction event occurred which may have been caused by pump migration. The patient was successfully weaned and explanted.